Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the friend/family member that patient's implant had not been working for them nor helped with patient symptoms. The implant had only worked for a little while and just didn't anymore. They also reported that patient was having more frequent accidents. Patient was working with a manufacturer representative (rep) to find a program and/or different program/combination that would work for patient however they were told by their healthcare professional (hcp) that the rep was no longer with medtronic. Their hcp had recommended a foley which was inserted. The interstim implant was never taken out. Patient had accepted the fact that they would live with a foley but was upset that they still had the interstim implant. Caller wanted to know if a rep could come out to patient's home to do reprogramming. The role of the rep was reviewed with caller. Caller further stated that they did not know what the rep did but that the rep never gave the correct information in the beginning. Caller did mentioned patient still did feel stimulation even with the foley but was constantly wet and there were times where patient didn't feel stimulation. Moreover, patient didn't feel stimulation when they slept and with the whole thing not working, patient was having several urinary tract infections (utis). Patient would then take medication to clear up the uti. Also mentioned was that patient's always had utis even before the implant and the implant was supposed to help stop the utis but when patient got the implant, the utis were just as frequent if not worse. Caller didn't know dates of utis but that patient's had 5-6 per year since implant. Caller was redirected back to patient's hcp to coordinate meeting with rep and getting a second opinion. No further complications were reported.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had switched healthcare provider¿s since last june as the nurse practitioner at the last healthcare provider¿s office was changing the programming after the manufacturer representative programmed it. It was noted that the stimulation system was turned off by the healthcare provider¿s office and it had been off since then. It was noted that the patient was still using the foley catheter, but it wasn't working for the patient as they were still having too many utis since the stated using the catheter. The new healthcare provider was suggesting botox, however, the caller would also like to have the device turned back on. It was recommended that they have the healthcare provider invite a manufacturer representative to the next appointment, which was on (B)(6) 2019. No further patient complications are anticipated or expected as a result of this event.